Event description:
New information received notes the patient was in stable condition post-lead revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital for a lead revision procedure. Upon interrogation, the right ventricular lead exhibited noise. During procedure on (B)(6) 2018, it was noted that the lead also displayed insulation damage and cracking at the proximal end, in addition to lead fracture. The physician capped and replaced the lead on (B)(6) 2018.